Event description:
Customer reported a communications fail error was displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sbc and hard drive. System operates as intended.